Event description:
A physician was using a turbohawk atherectomy device for treatment of a 10mm calcified lesion with 50% stenosis in the mid superficial femoral artery.  The artery was 5mm in diameter with mild tortuosity and moderate calcification. An 8fr sheath and a 0.0014 non medtronic guidewire was used. The vessel was pre-dilated. The IFU was followed. It was reported during the arterial plaque removal of the lower extremities, the guide wire was used to guide it through the lesion after following the normal procedures. During the process of removing the plaque, it was jammed and idling. After it was withdrawn from the body, it was reassembled and removed, but the plaque still could not be effectively removed. Then it was replaced with a new product and the surgery was successfully completed. No patient injury. When the device was returned it was noted that the tip of the device was detached

Manufacturer narrative:
Product analysis the device was returned with the thumbswitch detached from the handle, and with the tip detached at the cutter window, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.